Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported that pre-operative interrogation of pump was not possible. Two different programmers were used. The pump was not implanted.